Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, since the patient is not yet revised. Concomitant medical products: 113628, comprehensive humeral stem mini 83 mm, 794550. The 113952, modular hybrid glenoid base, 747320. The 118001, comprehensive standard taper adaptor, 357470.

Event description:
It was reported that patient had initial anatomic shoulder arthroplasty. Patient is being considered for a revision surgery due to a subscapularis failure. It is unsure if the subscapularis failure is implant related or patient related. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.